Event description:
The manufacturer of a contact lens care cup for use with 3 percent hydrogen peroxide systems received a report that a lens cup cracked during neutralization. Reportedly, solution leaked through the crack because solution would be on the counter after neutralization. No pt injury occurred. Lens cup was forwarded for evaluation, which is in progress.